Manufacturer narrative:
(B)(4). Method: one complaint rt125 swivel wye connected to a breathing circuit and one complaint rt125 swivel wye without a breathing circuit were returned to fph in (B)(4) and were visually inspected and pressure tested. Results: visual inspection revealed that the ports of both swivel wyes were cracked. The pressure test showed that the swivel wye connected to the breathing circuit was within specification and the swivel wye without a breathing circuit was outside of specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed and the new pre-mixed material has now been implemented on the production line. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt125 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the swivel wye of three rt125 infant bias flow breathing circuit had a crack. This was found when the circuits kits were removed from the packaging. There was no patient involvement.